Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the keypad buttons have been slow to respond over the past month, and began sticking intermittently last week. She noted that the buttons require multiple presses and excessive force to obtain a response. The family member stated that the buttons still click and spring back when pressed. She denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that the pt wears the pump in various places with a clip.